Event description:
I had been using the fascia blaster for several months, and noticed that I cannot lose weight, lost muscle tone, felt lethargic, stressed, hormonal problems, and the appearance of my skin is horrible. Lumps and bumps all over my legs and abs. (Where there had been none). My skin is loose and creepy looking. I quit using it, and still having the problems. The problem is, that I did not give consent to be a "tester" for this product. I was told (and have written proof) that this worked 100% of the time. There were no instructions with this medical device. I was told to watch videos, read in a (B)(6) group and ask for coaching. All of which I have done. The instructions have changed drastically from when I started. The creator doesn't know what she is doing and this tool is causing harm.